Event description:
Boston scientific received information that this atrial lead was not pacing or sensing. A revision procedure was performed and the lead was removed from service and replaced with a competitive lead. The lead was surgically abandoned and was not returned for testing. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received two and a half years later stating this lead had actually dislodged which resulted in the observed pacing and sensing issues. No other adverse events have been reported. This product issue will be updated if additional information is received.